Event description:
During surgery, it was not possible to fix the liner into the cup. It was reported that probably the surgeon did not impact correctly. Surgery was completely successfully implanting another liner in the same cup. Ref. Imp# (B)(4).